Event description:
A customer reported that at the end of a cataract surgery, the cannula disconnected from the syringe which caused an issue with the implanted intraocular lens (iol). The lens had to be explanted and replaced with an alternative iol. The syringe contained bss in it. The customer was not sure which cannula was disconnected from the syringe. The patient was transferred to a different hospital for further investigations and surgery. The patient has blurred vision. Additional information has been requested but not received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).